Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During a percutaneous coronary angioplasty (ptca), while the physician was advancing the device to the tortuous artery, it was noted that the balloon ruptured at 12 atm. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition is stable.